Event description:
Caller reported correlation issues with inratio and lab. Patient obtained >7.5 inratio inr. Patient contacted physician who suggested going to walk-in-clinic. Patient was seen and had a inr of 13.1. Patient received vitamin k injection at the time of visit. Patient had tested inr last week at the lab with a 1.2 inr; her coumadin dose was re-adjusted by her doctor. Strips used by patient were expired.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer recommended patient do correlation between inratio meter vs lab when possible. Investigation of complaint results as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 7.5, lab: 13.1, mean: 10.3, confidence limits: not within confidence limit. The mean of the inratio meter and comparative system inr were calculated. Per manufacturer's internal procedure, if both values are greater than 5.0 inr they are considered accurate. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing was performed. Both inratio and lab inr value of user are greater than 5.0, the results are beyond the documented acceptance region, and are not considered discrepant. Expired strip lot used per user. Device will not be returned for evaluation. Investigation is closed.